Manufacturer narrative:
H.6. Investigation: one photo and one safetyglide needle assembly in an opened blister pack from batch #5001541 (p/n 305916) was received and evaluated. It was observed there was multiple black embedded foreign matter particles in the hub of the needle. They appeared to be burnt plastic and multiple particles were larger than level 3 in size and are rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the needle manufacturing process. Based on the sample analysis bd acknowledges that the returned sample has a needle shield which has burned resin embedded in the needle shield. Burned embedded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305916; batch no.: 5001541. Customer: the concern: black spots noted on needle hub (inside and outside) on opening. Not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305916, batch no.: 5001541. Verbatim: the concern: black spots noted on needle hub (inside and outside) on opening. Not used.